Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture and detachment occurred. The target lesion was located in a fistula. The balloon burst at 22 atms. A surgical extraction was necessary to remove the detached part of the balloon.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).